Manufacturer narrative:
This report is filed june 14, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced an infection at the implant site as well as a loss of osseointegration (date not reported) resulting in fixture loss.